Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had the pump replaced on (B)(6) 2025 and on friday night the patient went to the hospital because the baclofen was too high and the patient was in the emergency room (ER) and medtronic representative (rep) met the patient at the hospital on saturday to lower the dose by 10%. The patient rep stated patient was delusional and the hospital was telling the patient rep they had not been able to get a hold of medtronic to get a rep to check the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the medication was not delivered unintentionally in a manner greater than prescribed. The cause of the patient symptoms was due sepsis. The patient was given antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.